Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging his wife's one touch ultrasmart meter was reading inaccurately high compared to her feelings or normal results and reading inaccurately compared to the same meter. The medical surveillance specialist (mss) was unable to follow up with the patient or reporter for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to report when the alleged issue first occurred. The reporter stated the patient obtained readings of "900, 200 and 32mg/dl." Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. The reporter was unable to report what diabetes medications she takes to manage her diabetes or if she made any changes to her diabetes on the day of the alleged issue. The reporter stated on an unknown date and time and "passed out." The reporter stated the patient received a "glucagon injection" from emergency medical services (ems) on an unknown date and time. It is unknown if ems obtained any blood glucose readings on the day of treatment. It is unknown if the patient was transported to the emergency room (ER) for additional treatment. At the time of troubleshooting, the cca determined the patient was using an approved sample site for testing and the test strips were not counterfeit. Replacement products were sent to the patient. This complaint is being reported since the reporter claims, due to the alleged issue, the patient developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional. This complaint contains information from related pis: (B)(4).

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.